Manufacturer narrative:
(B)(4). Batch # l5101j. The following information was requested, but unavailable: was any portion of the target tissue stapled or cut when the firing sequence was not completed? If yes, were the staple line and cut line approximately equal in length? Was there any difficulty opening the device jaws? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? What color cartridge was being used? What type of procedure was the device used in? How was the procedure completed? The analysis results found that the ats45 device was received with the firing mechanism damaged and with a reload not loaded in the device. The reload was received fully loaded with staples with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure that the stapler got stuck during the case and fire sequence was not completed. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.